Event description:
Procedure: septoplasty. According to the reporter: the patient retained the suture and was taken to the or to remove retained suture under general anesthesia. The patient had a small piece of suture visible in the mid-septum superiorly, which was less than 1mm visible. A 1/2 cm of suture was removed using a blakesley wheel.